Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, an aneurysm sac enlargement was identified. It was reported that an intervention has been completed but no details further details are available. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information: it was reported that a type 1b endoleak was identified. A secondary procedure was completed. The physician elected to implant non - endologix covered stents down both distal limbs of bifurcated stent graft. It was reported that the patient went home post op day one (1).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but no response was recieved. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.